Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between may 30, 2024 - june 3, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors were leaking from the fill port. After filling the devices with fluorouracil, it was observed that there was a leak at the fill port (the cap was in place). There was no patient involvement. No additional information is available.